Event description:
It was reported that there was case damage and a liquid crystal display bleed during testing. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under (B)(4), as a result of warning letter cms#617147. A product sample was received for evaluation. Visual inspection showed labels were intact. During functional check, the reported complaint was duplicated. Case damage and liquid crystal display bleed issue found during the investigation. Both rear and front house and liquid crystal display were damaged. Root cause of the damage is unknown. Replaced rear and front housing assembly and liquid crystal display.